Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Ca colon. What specific surgical procedure was performed? Low anterior resection ¿ ca rectum. Were there any issues experienced with the device in the initial surgical procedure? No comments. What healthcare professional fired the device and what is his/her experience with the device? Colorectal onco surgeon and extensive experience with device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Yes no specification mentioned. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes they were complete. Was a complete transection of the white breakaway washer visually confirmed? No comments. Was a leak test performed? If so, what was the result? Yes, no leak. How many days postoperative did the leak occur? Can¿t comment. How was leak identified? Clinical and radiological. How was the leak addressed? Colostomy. Were there any issues noted with staple formation at any point throughout the care of the patient? No comment. What is the current status of the patient? Didn't discuss with us.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What specific surgical procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current status of the patient?

Event description:
It was reported that following an unknown procedure, post using cdh29 on the patient they observed leak within a week.